Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. Upon reception, the "healthcare" button is not working and the led cannot light on. The main origin of this issue could not be established with certainty. The most probable hypothesis is that a hardware failure caused on the field by an external stress has damaged the monitor. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 29-april-2026, the led cannot light up and the "healthcare" button does not work.